Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reported decreased speech intelligibility after being hit in the head during volleyball in (B)(6) 2022. He was hit on the side of his implant between the audio processor and the coil which resulted in garbled speech immediately after the incident.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Further checks are considered but no date has been scheduled yet.

Event description:
The user reported decreased speech intelligibility after being hit in the head during volleyball in (B)(6) 2022. He was hit on the side of his implant between the audio processor and the coil which resulted in garbled speech immediately after the incident. A further follow-up appointment, including imaging is considered, however, no date has been provided yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The reported impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user reported decreased speech intelligibility after being hit in the head during volleyball in (B)(6) 2022. He was hit on the side of his implant between the audio processor and the coil which resulted in garbled speech immediately after the incident. The user has been re-implanted.